Event description:
A 6f angio-seal vip was placed in the right common femoral artery following a coronary angiogram. Two weeks later, the pt was seen at another hospital with no right lower extremity pulses. A femoral angiogram revealed a total occlusion at the right common femoral artery. The artery was opened using an angiojet device, a peripheral atherectomy, and a percutaneous transluminal angioplasty. Stents were placed in diseased segments distal to the occlusion. The pt is recovering.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.